Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for spinal pain and rsd/causalgia-complex regional pain syndrome. It was reported that the patient needed their battery checked. No further patient complications have been reported as a result of this event.